Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse associated with the reported issue however, there was moisture found with the subject pump. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: the original complaint was unable to be duplicated when investigated. There was no visible damage to the keypad and all of the buttons on the keypad responded properly. There was no damage or contamination found when the keypad was removed. Unrelated to the keypad complaint, moisture was observed behind the display lens and there was a crack near the battery compartment. There was moisture found throughout the pump, including the keypad flex connector, when the pump case was removed.